Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with a dim and discolored display screen. A test screen was installed and displayed properly. Unrelated to the display issue, the pump¿s history showed a replace battery alarm and two low battery warnings. Evidence of voltage drops were also observed in the history. Evaluation revealed a cracked battery compartment and a leak test showed a leak at the battery compartment. The pump was returned without a battery cap; a test cap was placed on the pump and the pump was able to power on normally with no rebooting. The current draws were found to be out of specifications. The pump was opened and no intermittent contact was found at the battery terminal contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).